Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose level 774 mg/dl and moderate ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital 2 days later with no permanent damage. Reportedly, the customer was unable to monitor blood glucose levels due to an unspecified issue with the continuous glucose monitor. Customer resumed insulin delivery and continued using the pump for insulin therapy.